Manufacturer narrative:
The generator was returned and tested at the service center. They replaced a failed resistor on one of the pcas.

Event description:
The report stated that an error alarm kept occurring when the generator was powered on. Another generator was used. There was no injury.